Event description:
False negative result (s). Tested my daughter with this, came back negative. Got her tested through a medical professional two hours later and waited two days for the results: positive! Glad I kept her home just to be safe!.